Manufacturer narrative:
The "date of this report" provided in the initial medwatch report was incorrect. The correct date had been provided in this report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of customer's hospitalization for high blood glucose levels. The mother states the customer avoided going into diabetic ketoacidosis, but the issue was caused by not reattaching the pump correctly. The mother declined to speak with helpline for troubleshoot. No further information or assistance provided at this time.